Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experiencing high blood glucose level. The high blood glucose level of customer was 30 mmol/l. The current blood glucose level of customer was 15.1 mmol/l. It was known that customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was known that the auto mode feature was not active at the time of incident. Customer was treated with insulin pump. Insulin pump turned off and did not give low battery alarm. Insulin pump had power loss alarm. Customer was able to clear the alarm and rewind the insulin pump. The insulin pump had passed self test. The insulin pump will not be returned for analysis.